Event description:
Caller reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on proper techniques to press the button and confirmed that the button was still difficult to operate. As a resolution, technical support decided to replace the pump, and the caller agreed to return the problematic pump using a pre-paid label. The caller was informed on how to put the pump into storage mode prior to its return and acknowledged understanding all instructions provided.